Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacrocolpopexy, bso and cystoscopy due to pop and vaginal vault prolapsed after hysterectomy. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.